Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the volume discrepancy was not determined. Per the healthcare provider, at the next refill on (B)(6)-2021, if there was another large volume discrepancy, they would obtain x-rays of the pump and catheter and possible aspiration of the catheter access port. The logs were checked and no concerns noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (2000 mcg/ml, 650.8 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient was in for a normal refill, however there was a volume discrepancy. The healthcare provider (hcp) reported they were expecting to 10.5 ml but had pulled an actual volume of 20.5 ml. The patient did not have any return of symptoms and there was no other indication of any issues. The patient's symptoms were confirmed at baseline. The patient did not have any falls/traumas/new activity. The hcp confirmed the previous refill had went fine with no errors. Pump logs were pulled and confirmed there were no anomalies. The hcp stated that they had refilled the pump like normal and didn't change the drug programming. The patient was redirected to their healthcare provider to further address the issue. The patient's weight was (B)(6) when last recorded in (B)(6) 2021. No patient symptoms or complications reported.